Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Customer returned 10 drill/guide sleeve packets from xtip10 lot 0000238056, 2 of them were broken on the plastic shaft where they are inserted into the contra angle but the metal drill/guide was not broken. Viewed all 10 under microscope and found no manufacturing defects. It appears that to much pressure was applied when inserting them into the contra angle causing the breakage of the plastic shaft. A DHR review was conducted with no discrepancies noted. The covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
It was reported that an x-tip broke on first use; no injury resulted.